Manufacturer narrative:
(B)(4).

Event description:
The pt presented to the clinic to have the pump status checked following confirmation of an audible alarm and an ER visit due to nausea. The pump status check confirmed an active motor stall. The pt had not had an MRI. The pt was looking for a new pump physician. The device system was used to deliver dilaudid (50 mg/ml) and compounded baclofen (4 mg/ml) at 18.799 mg/day. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.